Event description:
It was reported that the patient presented with chest pain. Angiogram revealed double vessel disease in the mid right coronary artery (rca) and mid left anterior descending artery (lad). The mid rca was heavily calcified with a tight chronic total occlusion with an acute bend before the lesion. Semi-compliant balloons (1.5x10, 2.0x10) were used to predilate the lesion at 8 atmospheres (atms). The lesion did not yield as expected. A 3.0x33 rx xience prime stent delivery system (sds) was advanced but could not cross the lesion. Pre-dilatation was performed again using a 2.0x10 non-compliant balloon at 12 atms. The xience prime sds was advanced again but could not cross the lesion. While attempting to advance the sds multiple times, the proximal hub kinked and broke (not in two pieces) outside of the anatomy. The entire system was withdrawn successfully. A 2.75x10 non-compliant balloon was used to predilate the lesion again at 8 atms and a 2.75x28 xience stent was implanted successfully at 10 atms. The mid lad was treated successfully using a 2.75x23 xience v stent. Results were very good with timi iii flow and no residual stenosis. There was no adverse patient effect and no reported clinically significant delay due to the failure to cross. No additional information was available.

Manufacturer narrative:
(B)(4). Against resistance; re-insertion. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.